Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. The valve was received dry. The investigation of dry items is not significant because dry deposits of cerebrospinal fluid and blood can affect the product performance. Despite this, we have investigated the valve to the best of our abilities. In the visual inspection of the prosa valve we found scratches but no deformation or abnormalities. However, the measurement of parallelism has indicated a slight deformation of the housing membrane. In the next step of the investigation we carried out a permeability test. The investigation has shown that the valve was not permeable. To ensure that the valve is adjustable we tried to adjust the valve in increments of 4 cmh2o and down again. It was possible to adjust the valve all settings. To proof if the brake function is fully in place we carried out a brake function test. The investigation has shown that the braking force was outside the expected specifications. The integrity of the brake may have been affected by too high pressure with the adjustment tool or deposits on the rotor. Given the fact that during the treatment with shunts the following complications may arise, infections, blockages caused by protein and/or blood in the cerebrospinal fluid we decide to dismantle the valve. After dismantling the prosa valve, we found significant deposits inside the valve. We suspect that the deposits in the valve could have caused the non-permeability and the problem of adjustability.

Event description:
It was reported by the healthcare professional that during a neurological procedure the surgeon stated "high pressures when tapped. Difficult to program, and was worried protein was in it." Additional information has been requested however, not yet received. If additional information is received a follow up report will be submitted.